Event description:
It was reported that during a ercp procedure, the 9900 system control panel lights lit up and the collimator closed half way. The 9900 system was used to complete the procedure without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intened and put back into service.